Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized the next day. The cause of peritonitis was unknown. On an unreported date, the patient was treated for the peritonitis with ip (intraperitoneal) medicines ¿ inj.(injection) vancomycin, 500mg, inj. Cefuroxime 500mg, inj. Amikacin 250 in first bag, and inj. Cefuroxime 500 (units not reported) in each bag. The outcome of the peritonitis was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was recovered from the peritonitis event. Should additional relevant information become available, a follow-up will be submitted.